Event description:
Surgeon reports that multiple pts have been having a reaction along the suture line at unspecified times following corneal transplant which consists of white tissue. Presence of this white limits the pts' vision. The specific number of pt events cannot be determined.